Manufacturer narrative:
The pump alarmed motor error during rewind due to motor encoder signal out of phase. The pump was unable to verify motor position encoder error alarm in alarm history screen or perform the displacement test due to motor error alarms. The pump had a scratched display window and scratched case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for motor error. The customer had motor position encoder error alarm. The customer's blood glucose level was 254mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.